Event description:
Edwards received notification that a patient with a 27mm perimount valve, implanted in an unknown position, underwent a valve-in-valve procedure after an implant duration of approximately 13 years and 11 months due to non-calcific leaflet degeneration with mixed stenosis and regurgitation. A 29mm sapien3 valve was implanted within the surgical edwards valve successfully. The patient was noted as to be discharged one day after the procedure. No other information was provided.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 82-y-o patient with a 290027mm valve implanted in an aortic position underwent a valve-in-valve (viv) procedure after an implant duration of 11 years and 10 months due to non-calcific leaflet degeneration with mixed stenosis and regurgitation. The patient was admitted with nyha ii symptoms. Per medical opinion, this valve did not fail prematurely. A 29mm sapien3 valve was implanted within the surgical edwards valve successfully. The patient was noted as to be discharged one day after the procedure.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.